Event description:
During a premature ventricular complex procedure, an air leak was noted after removing the inner dilator of the swartz sheath while attempting to perform occlusion with a syringe. The swartz sheath was exchanged, and the procedure was completed with no adverse patient health consequences.